Event description:
It was reported that the pulse generator reached elective replacement indicator earlier than expected due to high battery impedance. The pulse generator was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010. Impedance - high resistance/impedance. High battery impedance, leading to eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.